Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced senor system and excessive no delivery alarm or verify failed battery test alarm due to blank display. Pump received with minor scratched lcd window, broken reservoir tube lip and missing reservoir tube o-ring. The p-cap does not lock into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had cracks in casing near reservoir housing and diminished battery life. The customer also reported that insulin pump had rejected new battery and random no delivery alarms. The insulin pump will not be returned for analysis.